Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a nonsustained ventricular tachycardia (nsvt) event accompanied by noise on the right ventricular (rv) and shock electrograms (egms). The patient had a scheduled appointment on the same day but denied undergoing any procedures. Technical evaluation confirmed the presence of nsvt along with noise that appeared consistent with 60hz interference. However, since the noise was isolated to the rv and shock channels and r-waves continued to march through, external electromagnetic interference (emi) is considered unlikely. No similar episodes were observed before or after the event, and all diagnostic markers remained stable. Technical services (ts) suggested reprogramming options. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a nonsustained ventricular tachycardia (nsvt) event accompanied by noise on the right ventricular (rv) and shock electrograms (egms). The patient had a scheduled appointment on the same day but denied undergoing any procedures. Technical evaluation confirmed the presence of nsvt along with noise that appeared consistent with 60hz interference. However, since the noise was isolated to the rv and shock channels and r waves continued to march through, external electromagnetic interference (emi) is considered unlikely. No similar episodes were observed before or after the event, and all diagnostic markers remained stable. Technical services (ts) suggested reprogramming options. No adverse patient effects were reported. This device remains in service. This device was explanted and replaced.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a nonsustained ventricular tachycardia (nsvt) event accompanied by noise on the right ventricular (rv) and shock electrograms (egms). The patient had a scheduled appointment on the same day but denied undergoing any procedures. Technical evaluation confirmed the presence of nsvt along with noise that appeared consistent with 60hz interference. However, since the noise was isolated to the rv and shock channels and r-waves continued to march through, external electromagnetic interference (emi) is considered unlikely. No similar episodes were observed before or after the event, and all diagnostic markers remained stable. Technical services (ts) suggested reprogramming options. No adverse patient effects were reported. This device remains in service. This device was explanted and replaced.